Event description:
It was reported that the left inflatable penile prosthesis (ipp) cylinder eroded into the urethra, the cylinder was coming out the glans. A surgical intervention was performed to remove the ipp and an urethroplasty was done to repair the urethra. The patient is expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.